Event description:
During a follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry and unable to transmit data to the mobile application. No intervention has been performed. The patient is stable with no consequences.